Event description:
Boston scientific received information that during a routine follow up, episodes with noise were noted on this right ventricular (rv) lead and device. It was noted that the configuration on the lead had been changed automatically as the rv lead had a high out of range impedance measurement. This patient is not pacemaker dependent and no asystole was noted. The sensitivity was reprogrammed and the patient will be monitored appropriately. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.